Manufacturer narrative:
The device was returned due to a hematoma. As received, the device was above elective replacement indicator (eri). Telemetry, impedance, sensing, pacing and high voltage (hv) output functions analysis of the device were normal with no anomalies found.

Event description:
Related manufacturer reference number:2017865-2022-10534. It was reported that patient's pocket was red and swollen due to hematoma. Patient's entire system including implantable cardioverter defibrillator and lead was explanted. The patient was stable.